Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the complaint of a blank display could not be confirmed or duplicated on investigation. The display had normal resolution and contrast. Unrelated to the original complaint, investigation revealed the following: all keypad buttons were unresponsive; the audio bolus button cover was punctured; the audio bolus button cover was removed, revealing moisture corrosion on the bolus button contact; investigation determined that the bolus button being shorted due to moisture was the cause of the unresponsive keypad buttons.